Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a motor error alarm after exposing the insulin pump to an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer stated that she received an upgraded insulin pump, and would not need to get this one replaced at this time. Nothing further was reported.